Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the remote monitor does not have power. The cord was unplugged and plugged back in and the monitor still does not have power. The monitor has sent successful transmissions in the past. A new power cord will be sent to the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.